Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the exhalation sensor was installed incorrectly and required replacement to resolve the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, it is autocycling and alarming high ppeak. The customer stated the ventilator was on a patient when it stated malfunctioning. It is currently unknown if there was any patient harm or injury.